Manufacturer narrative:
D10 concomitant products: sigphandle sig power sigphandle handle - (serial # (B)(4)); sigadaptstnd sig power sigadaptstnd linear adapter - (serial# (B)(4)); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a distal gastrectomy, transection of the duodenum, the first 60 mm reload was used without issue. During the second firing of the reload on the stomach body, staple line disruption and opening were observed, accompanied by bleeding, tissue crushing or maceration, perforation-like defects, and fluid leakage from the affected area. A new set of powered staplers was used. Additional proximal resection and re-stapling were performed to remove the compromised staple line and to secure an intact staple line. The anastomosis was then completed, and the procedure was finished. The surgical time was extended. The patient is currently stable.